Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the dark rubbery material found in the nozzle of the insufflation channel, other evaluation findings are as follows: the charged coupled device cover lens was damaged; the bending section cover glue was worn out; and the bending angulations were out of standard values. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed a cloudy image. There was no report of patient harm. The device was returned, evaluated, and there was a dark rubbery material in the nozzle of the insufflation channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
There was an additional evaluation finding noting that the entire image was blurry. It was also added that there was an air/water flow issue. This report is being supplemented to provide additional information. The following fields were updated accordingly: g3, h6, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that there is air/water flow issue, and the nozzle of the insufflation channel is clogged by an unspecified dark rubbery material. It could not be confirmed if the dark rubbery material came from the device, but it was possible that the clogging occurred during cleaning/disinfection process. It was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). Additionally, physical stress being applied to the distal end during device handling by the user was a probable cause. Subsequently, ob-lens was broken, which led to blurry image of the entire screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The replacement of the ccd-cover lens, the a-rubber, the biopsy channel, the nozzle, the keytop 1 and the adjustments of the bending angulations are required as a middle repair to return the instrument to the OEM specifications. The instruction manual identifies the following which could have detected the phenomenon: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.